Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that shock impedance measurements on the right ventricular (rv) lead were greater than 125 ohms. Technical services was consulted and discussed troubleshooting recommendations. Information from the local area sales representative indicated that following the rise in impedance measurements, a decrease in measurements was observed. Technical services was consulted and discussed possible physiologic change in the patient's body. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that subsequent increased shock impedance measurements were observed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to continue monitoring.